Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, when closing the peritoneum, the device fired one tack properly, but the second tack misfired and was difficult to separate, which caused minor tearing (tissue damage)/bleeding. Surgical intervention was needed to remove the device. A new device was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection noted that the timing was disrupted. A functional evaluation found that the trigger was actuated and the remaining seventeen tacks deployed but did not seat properly due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, when closing the peritoneum, the device fired one tack properly, but the second tack was partially fired and was stuck in tissue, which caused minor tearing (tissue damage)/bleeding which the surgeon describe as ¿it¿s like taking a stitch out¿. The surgeon grabbed the tack and uncoiled it from the patient. The device would not fire again after a blank firing in the back table. A new device was used to complete the case. There was no patient harm.